Manufacturer narrative:
Manufacturer ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "sticking keys", determined to be caused by a failed keypad. During the evaluation, it was found that whenever any of the keys were pressed, an automatic output of the #5 key occurred following the selected key's function (e.g. Numerically: when the #1 key is pressed, "15" will be displayed; alphabetically: when the "abc" key is pressed, "am" will be displayed, interfering with the mdl drug searching opportunities. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump keypad had "sticking keys." It was also reported there was no patient injury.